Manufacturer narrative:
One image was submitted for evaluation; no device components were returned. The reported event of ¿a tear/hole was noted on the introducer grey tip¿ was confirmed. The sheath soft tip appeared to have been punctured. Visual inspection was based solely upon a review of the photograph provided. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During an atrial fibrillation ablation procedure, a hole was noted on the introducer grey tip. The device was replaced with a new introducer to complete the procedure successfully with no adverse patient consequences.